Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a weeping skin irritation under the front therapy electrode. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed alovex spray for the skin irritation. Additionally, the patient applied canestin lotion and streptomicina as recommended by the pharmacy. Outcome of the skin irritation is unknown.